Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter stated that the pump did not power on after the battery was replaced. The reporter allegedly tried multiple new batteries after the pump emitted a replace battery alarm. During troubleshooting, corrosion was noted in the battery compartment and the battery cap spring was peeling off. The battery cap reportedly had not been replaced since the user obtained the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.